Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave a "double beep, no cassette". There were also pixels missing. There was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. A functional test and a visual inspection was performed to further investigate the reported event. The pump was found to be "double beeping" during power up when batteries were inserted. Missing lcd pixels were also found. Downstream occlusion sensor and lcd will be replaced.